Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure, the surgeon could not lock the pump. The surgeon had inspected the inflow and outflow cannula and apical cuff and all opened and closed easily. The apical cuff was connected to the pump fully at this point, and the unlock tool was used to open the lock. The pump was primed and prepared routinely. The surgeon covered and wrapped the pump with mesh just below the lock to prevent adhesion in preparation for future transplant, and sutured the mini apical cuff with a core technique and interrupted suturing. The surgeon could not fully lock the pump, and after several tries removed the pump to find that the apical lock was broken. The pump was replaced and the new pump engaged fully after being properly positioned and the surgeon shaved the residual suture.

Manufacturer narrative:
D9: (B)(6) was returned for evaluation. Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), as well as review of the submitted images, confirmed damage to the cuff lock latch arm that would have contributed to the report of the pump being unable to fully lock into place. (B)(6) was returned assembled with the cuff lock disengaged. The mini apical cuff was not returned with the device. Initial visual inspection of the cuff lock found no anomalies with the locking arms; however, the latch arm was observed to be bent inward so that it was in direct contact with the main body of the lock. Markings were also observed on the cuff lock, latch arm, and the side of the pump which appeared consistent with tool use. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that only the latch arm was deformed. Review of manufacturing documentation, which includes functional testing and visual inspection of the cuff lock for bent latch and cuff lock arms, found no deviations in manufacturing or quality assurance specifications. The pump was reassembled, and engagement testing was performed using a test apical cuff. This testing revealed that the bent latch arm made it more difficult to fully engage the cuff lock as the locking pin was visibly not in the keyhole of the cuff lock cover. This made it possible to disengage the cuff lock by hand, without any assistance from the unlock tool. This also allowed for the cuff lock to be positioned so the anti-rotation features did not meet, resulting in the apical cuff rotating more easily within the lock. When the cuff lock was engaged and held in place, the apical cuff rotated with an appropriate amount of resistance. Although this evaluation could not conclusively determine when the latch arm became bent out of specification, the report of a successful first connection of the pump to an apical cuff during preparation, the marks on the cuff lock and pump body, and the deformation of the latch arm visible in the submitted photographs, suggest that the damage likely occurred during the several forceful attempts to engage the pump to the mini apical cuff during implant. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 mini apical cuff kit instructions for use (IFU) is currently available. In the ¿surgical procedures¿ section, the IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 left ventricular assist device (lvad) fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 left ventricular assist system (lvas) IFU is also available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks no further information was provided. The manufacturer is closing the file on this event.